Event description:
As reported by the equinoxe shoulder study, during an initial reverse total shoulder arthroplasty, the patient experienced an avulsion fracture of the coracoid, which was repaired with sutures. The outcome is considered to be resolved.